Event description:
It was reported that all contacts were measured to be open and there was a visible breakage/fracture at the anchoring site. There was no patient death or injury and the patient had recovered without sequela after the device was removed.

Manufacturer narrative:
Concomitant product: product ID 3877-45, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97791, lot # unknown, product type accessory. (B)(4). Analysis of the lead found the conductor in the lead body was broken at the anchor site. All conductors were broken 19.4 cm from the distal end.